Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an air detected in cassette alarm during fill 1 of 5. The patient contact reported that the "cap that you twist to disconnect yourself" blew off the patient line. It is unclear whether or not the caller was referring to the blue pin. The fresenius technical support representative informed the patient contact that if the patient was not connected and then connected after starting treatment, this may be causing the message to occur. The patient contact was advised to continue use of the cycler for tonight, then call back for further assistance if the issue reoccurs. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but to date, has not been provided.